Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified mid left anterior descending artery that was 90% stenosed. A 3.5 x 18 mm xience prime stent was implanted in the lesion when a distal edge dissection was noted. Therefore, a 3.0 x 12 mm xience prime stent was implanted to treat the dissection. There was no adverse patient sequela reported. No additional information was provided.